Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call post reset ram crc error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the post reset ram crc alarm was performed. Customer¿s parent advised they had constant issues with the battery in addition to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. All operating currents are within specification. No unexpected pump error 23 or battery power loss alarms noted in the long trace or detail trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specification. Unit received with minor scratched lcd window, keypad overlay texture damage, faded serial number label, cracked case (battery tube), cracked battery tube threads, and cracked retainer.